Manufacturer narrative:
The returned device, intended for use in treatment, was returned for evaluation. There was a relationship found between the device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions the instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the product prints/specfications found that the units are verfied to be fully intact. Visual inspection shows no electrode wear with contamination and scratch/scuff marks on the spacer and the return electrode. One electrode is detached and not returned with the device. During functional evaluation in the lab the wand was plugged in to a known good q2 controller. The wand was activated by using a known good foot pedal assembly in saline solution at default and maximum settings and the device excites plasma on the remaining parts of the screen/electrodes. The suction line was tested and performed as specified. The complaint was verified and the root cause for this event could be determined as manufacturing process error as the reported event indicates the electrode missing was found out of the box. A manufacturing assessment was completed and actions have been taken to prevent reoccurrence.

Event description:
It was reported that before a shoulder joint repair surgery, when opening the package, it was found that the product lacked an electrode. No delay reported. There was no patient involvement.